Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the advance intuition meter was giving variable readings. The sub nurse checked the patient's blood sugar with the advance intuition on (B)(6) 2011 at about 7:15 am and got a result of 500 which she didn't feel was accurate because the patient showed no symptoms so they rechecked her blood sugar on the same machine within 10 minutes and got a result of 31. She didn't think that was accurate as the patient seemed fine so they sent her on to the day program. When the day program checked the patients blood sugar on a different machine (type unknown) about an hour and fifteen minutes later the patients result was 294. The patient is fine, but they want the meter replaced as they don't believe it is reading accurately. Controls used were in range. Replacing product.